Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07479 and 2134265-2015-07480. It was noted that automatic pullback failure occurred. During preparation, a simulator was connected to the motor drive unit (mdu)5 plus. It was noted that some image were shown. However, when the mdu5 plus stopped, the image stopped as well. When the connection was loosing, it did not show any error message. The physician tried to connect the mdu5 plus to other equipment but the issue was not resolved. It was further noted that the side sensor part of the mdu 5plus looked rusting and had some damage.